Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the patient developed a persistent systemic infection which resulted in the removal of the implantable pulse generator (ipg) system. The patient was treated with antibiotics. The organism unknown. No further patient complications have been reported as a result of this event.